Manufacturer narrative:
H.6. Investigation: the actual product nor photo representation was provided. However, a review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids. A review of non-conforming material report (ncmr) was performed for the last twelve months and no ncmr¿s were reported for missing lids for the same part number. There was one additional complaint recorded for the same part number in the last twelve months for this lot. The lot was confirmed produced after implementation of corrective actions. A weight system that provides a weighted label for each final box before shipment. The weighing system has already been implemented for this product to ensure the correct quantity of pieces per box before shipping. Without the weighted label from the outermost box a root cause cannot be confirmed at this time. The possible root cause was repackaging for partial sales by a distributor. Unfortunately, the original packaging and weighted label is required to identify or confirm this issue. Based on these findings, our investigation is inconclusive. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® k3e 5.4mg plus blood collection tubes had clotting/micro clots/fibrin clots and discolored / abnormal additive form. The following information was provided by the initial reporter: the customer noticed "when the tube was used during plasmapheresis, the pbo tube (light purple tube) contained strange fluid. Immediately stopped taking blood into that pbo tube."